Manufacturer narrative:
MFR received date: 02 sep 2019. It was confirmed that this case is a duplicate of the report recorded under MFR 2031642-2019-06400. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019.

Event description:
The customer reported touch screen failure. There was no patient involvement.